Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the pacemaker battery status indicated less than three months remaining after being implanted for four years. Engineering analysis reviewed the data stored in the pacemaker's memory and confirmed that the power consumption in the device had increased during the past year and would be expected to increase. Engineering noted that the device was currently consuming 150 uw, but the expected power consumption would be 36 uw. Device replacement was recommended. Subsequently the pacemaker was explanted for premature battery depletion and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.